Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic bariatric procedure, they were closing the wound site and it was noticed that the staples were malformed on the right side. Another device was used to complete the case with no patient consequence. One device and sample of the staples to be returned.